Manufacturer narrative:
(B)(4). Corrected data: the previous follow-up report indicated that no sample was available for evaluation. A product sample has since been received and an investigation was conducted. Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire with multiple kinks. The wire was unraveled and separated at the distal end. Microscopic examination revealed slight discoloration and necking in the area of the break, near the distal weld. Five kinks were observed mostly in the middle of the wire. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel or use excessive force. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A review of manufacturing records did not yield any relevant findings. The probable cause of the guide wire unraveling upon removal could not be determined based upon the information provided and without a sample. No further actions will be taken.

Event description:
It was reported that the central line was inserted by st4 under supervision, and ultrasound guided cvp. The user passed the guide wire through the internal jugular vein with minimal force, and also retracted it again without issue. The user stated that the guide wire was removed as a whole, but tensile strength was lost and the wire began to unravel. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.